Event description:
It was reported that a travel coarse error occurred during occlusion test and top case needs to be replaced. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken upon receipt, the top and bottom cases were damaged, and the right plunger case was cracked. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported issue appears to be from normal wear as the parts were over five years old. Replaced the clutch halves left and right, and replaced the leadscrew and spring as preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 08-aug-2022 via email and attached to complaint object: there was no patient harm and device was not in use on a patient when it failed. Event problem and evaluation codes: updated. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 4000.